Event description:
The customer reported the silicone gland initially sticks then pops and then squirts blood on the nurse. The customer accesses the valve with a bd luer locking vacutainer or a syringe (type not provided). There was no pt harm reported and no medical intervention was required. Customer stated that no additional pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.